Manufacturer narrative:
Continued h.6. Health effect- impact code: f2303 continued h.6. Type of investigation code: b15, b18, b20 a review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of .55 cc juvéderm® volbella¿ xc in the glabella. The patient reported always having a "small knot" at the injection site that could feel. Sixteen months later, patient noted "swollen, red, pruritic" and "visible", swelling and itching in the area of the injections, nodules were visible in the area of injections.two months later, the patient was treated with antibiotics by the primary care physician. The injecting physician treated the patient that same month with steroids and with a medrol dosepak and 150 units/1cc of hyaluronidase a week later. A sjogren¿s test was performed which was in normal range. The syringe was discarded. The symptoms are ongoing.